Event description:
It was reported that during device interrogation, a "data is invalid" message displayed in place of the sensing and impedance trends. It was noted that the "message was probably corrupted data due to radiation." The device is still in use and no intervention was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.